Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The case was open for internal inspection and moisture damage found (red sticker detection, pcba contamination. The customer complaint could not be confirmed for receiver screen display frozen because receiver moisture damage. The receiver log was reviewed and no errors were observed. The reported event of a frozen display screen was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver display screen became frozen. It was reported that the receiver was exposed to moisture. No additional patient or event information is available. Labeling indicates that the dexcom cgm receiver is not water resistant. Do not get the receiver wet at any time.